Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that regardless of the blood glucose she had entered into the device, the device would only delivery 10 units of bolus. Customer's blood glucose was 351 mg/dl. Customer had blood glucose over 400 mg/dl. Customer was advised to contact their healthcare professional to set up the bolus wizard. Customer will not be returning the device for analysis.